Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention and return products. Customer returned 1 vial patient serum sample and were tested with retain devices, the test results showed hcg negative at read time. No problem found. Retention devices were tested with donor hcg negative serum samples and 2 miu/ml hcg serum control, all results were negative at read time and met qc specification. No false positives were obtained. Mfg batch record review did not uncover any abnormalities. Product perform as expected. No problem found.

Event description:
It was reported that on (B)(6) 2016, the patient presented to the emergency department after experiencing abdominal pain and vomiting. The patient was tested on the fisher-sure-vue hcg-stat srm/urine x2 and received a positive result x2. A confirmatory quant was then performed and produced a negative result of 4.99 miu/ml. No further information was provided.